Event description:
It was reported that the pump was not charging. Customer stated that the usb cable has to be held at a certain angle to charge successfully. Additionally, it was reported that an occlusion alarm occurred. Customer also mention that they smell insulin from the pump and could not determine if it's from the pump or cartridge. Customer's blood glucose level ranged between 80-300 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.